Manufacturer narrative:
The device was returned to olympus for evaluation and the reported malfunction was confirmed. It was observed that the bending section cover was perforated due to wear and tear damage caused by increased use over time. Upon further investigation, it was observed that the glue of the distal end had deterioration likely due to chemical stress and due to an exposure to heat during reprocessing. Lastly, it was observed that the light guide connector was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope there was perforation in the flexible part of the distal end and its leaking. The reported issue was discovered during sterilization of the device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the glue of the distal end had deterioration which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 04/29/2024. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the distal end glue was likely deteriorated due to physical stress, such as hitting or dropping, and/or chemical stress from chemical solutions applied to the distal end. However, a definitive root cause could not be determined. User can detect the suggested event by handling device in accordance with the following IFU: operation manual inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. User may prevent the suggested event by handling device in accordance with the following IFU: operation manual important information ¿ please read before use: warning: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual compatible reprocessing methods and chemical agents compatibility summary: precaution: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual. Olympus will continue to monitor field performance for this device.